Event description:
It was reported, the subject device had a false contact and displayed black screen on camera. The issue occurred during the urology operation therapeutic procedure. The procedure was delayed approximately 5-10 minutes. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Based on the results of the investigation, the most probable cause of the reported event could be attributed to dried residual liquid on the connector contact that wasn´t cleaned after the last reprocessing at the customers facility. The evaluation also identified an additional finding of the charged coupled device lens (ccd) being slightly scratched. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a false contact and displayed black screen on camera. The issue occurred during the urology operation therapeutic procedure. The procedure was delayed approximately 5-10 minutes. There were no reports of patient harm.